Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. During valve deployment, the valve embolized due to loss of pacemaker capture and was stabilized in the aorta distal to the cephalic arteries. A second 23mm edwards sapien 3 ultra valve was implanted in the aortic annulus successfully. The final outcome of the patient was good and the patient was discharged home. As per medical opinion, the root cause of the event was related to the loss of pacemaker capture during valve deployment.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolization was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during valve deployment, the valve embolized due to loss of pacemaker capture and was stabilized in the aorta distal to the cephalic arteries.'' Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per training material, ''loss of pacing capture during valve deployment can result in movement of the valve and possible embolization''. In this case, the loss of pacing capture disrupted the balloon stability during thv deployment, causing the thv to embolize toward aorta, as reported. As such, available information suggests that patient factors (loss of pacing capture) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.